Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. Out of one package, there were four infusion sets that worked fine and all the other infusion sets did not stick well enough and fell off immediately after insertion.